Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to ipg not charging despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.